Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No scrolling bar anomaly, blank display or display anomaly noted during testing. Unable to verify for battery out of limit alarm and perform rewind and basic occlusion, occlusion, prime, the excessive no delivery, and displacement test due to no button response. The device had a scratched lcd window, cracked display window corners, cracked reservoir tube lip, and had glue on the back of the address label and pump case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 94 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.